Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. (B)(4).

Event description:
Consumer alleges her humidifier caught fire while sitting on her glass table. There was not a report of personal injury or property damage with this incident.

Event description:
Consumer alleges her humidifier caught fire while sitting on her glass table. There was not a report of personal injury or property damage with this incident.